Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates the patient had a highly dosed burstdr program on a consuming setting (multiple cathodes and anodes) and with a continuous delivery. As the patient had a consuming program, physician believed depletion to be normal.

Manufacturer narrative:
Corrected data - b5: additional information obtained.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the ipg had reached end of service. In turn, the ipg was explanted and replaced to address the issue.